Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula. The set was used for 3-6 hours or up to 1 day and symptoms were noticed within 3 or more hours of insertion. The site of insertion was abdomen and was rotated regularly. Patient's blood glucose at the time of event was 300 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.